Event description:
The patient had a primary left tha on (B)(6) 2023. The patient developed pji. The patient was revised on (B)(6) 2023, all components were exchanged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name# tridentii tritanium cluster56f; cat#702-04-56f ; lot# 99108601a. Device name# delta v-40 ceramic head 36/0; cat# 6570-0-136 ; lot# 98647403. Device name# size 5 accolade ii 127 deg; cat# 6721-0535; lot# 96906508. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.